Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment requiring intervention. It was reported that the patient underwent a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. An ntw clip was advanced in the patient and implanted on a2/p2. Five minutes post deployment, the clip detached from the posterior leaflet. According the the physician the single leaflet device attachment (slda) was due to the patient's anatomy. Two additional ntw clips were implanted on the medial and lateral side of the slda clip for stabilization. The procedure was complete with a final mr grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported incomplete coaptation (intra-procedure) was due to challenging patient anatomy (very thin and weak posterior leaflet with huge annulus calcification). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.